Manufacturer narrative:
The device has been returned and is in process of being evaluated. The investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges that the device is not working properly, it is not cranking. This occurred during a patient procedure.

Manufacturer narrative:
The device was returned for evaluation. It was confirmed that the device was not functioning as intended. The retractor was cleaned, sterilized, and lubricated after which it functioned correctly as intended. The root cause was insufficient maintenance, especially a lack of or minimal lubrication as outlined in the devices IFU. If any additional relevant information is identified, it will be submitted in a supplemental report.